Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The report was cleared and did not reoccur. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.